Manufacturer narrative:
Manipulation under anesthesia occurred for patient with a total knee implant. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Manipulation under anesthesia occurred for patient with a total knee implant.